Event description:
It was reported that during ventricular lead procedure, an insulation abrasion was noted on the right atrial lead. The lead was capped and replaced. The patient was in normal condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.